Event description:
Customer reported experiencing low blood glucose readings in the range of 50 mg/dl to 60 mg/dl when she wakes up in the morning. Customer stated that she is then unable to sleep with the alarm going off. Customer mentioned that the sensor was reading 70 mg/dl once when her blood glucose readings were really 91 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.